Event description:
Reference number: (B)(4). Event occured in the united states. It was reported that the patient experienced an adhesive malfunction on (B)(6) 2026, with the tape not adhering properly during use. The infusion set had been in use for one and half a day. No further information is available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 3.